Event description:
Unomedical reference number (B)(4). Event occurred in (B)(4). It was reported that patient faced 2 infusion set fell off event in between 07-may-2024 to 14-may-2024. The infusion sets were in use for about 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.